Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the company representative. The rep spoke to the healthcare professional (hcp) and the patient have never made an appointment with their office. It was also noted that the patient had withdrawal symptoms including sweating, increased pain, nausea, and vomiting.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Information was received via a consumer regarding a patient whose pump was used to deliver morphine with an unknown dose and concentration. The indication for use is non-malignant pain and chronic low back pain. On (B)(6) 2015 the consumer reported that on (B)(6) 2015 the pump was refilled at the clinic but it was missed that the pump was reaching end of service (eos). The patient had symptoms where they seemed "way over medicated" they called 911 and the patient was admitted to the hospital. On (B)(6) 2015 a company representative checked the pump and realized that the pump had turned off due to eos. It was realized that the patient was going through a "major detox". The patient was started on oral medications and was looking for a physician to remove the pump. Further follow up was done to determine the serial number of physician programmer used in the event.

Event description:
Corrected information: the previous MDR should have stated that end of service (eos) occurred on (B)(6) 2015 instead of that the elective replacement indicator occurred on (B)(6) 2015.

Event description:
The company representative reported additional information regarding the event. The patient had no managing physician at the time of the event and the elective replacement indicator occurred on (B)(6) 2015.